Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.